Event description:
Information was received indicating that the patient arrived at the oncology center for infuser withdrawal and stated that the "infuser beeped an hour earlier than expected". The reporter indicated that when restarting the pump, using smiths medical cadd cassette reservoir, it exhibited "no reservoir pump it does not work". The reporter also indicated that, after the patient shut off the pump and went to the hospital, the nurse noted that the pump was turned on and 1.7ml was missing. In addition, the reporter also indicated that the pump was replaced but the same error message appeared. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition without its original packaging. Visual inspection was performed at a normal condition of illumination and no discrepancies were detected. During functional testing, the sample was connected with cadd legacy plus to look for unusual functions, the sample was fully priming and connected without difficulty, the pump was running, and no alarm was activated. Based on the evidence, the complaint was not confirmed, and no fault was found.